Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. Temporary programming changes were made. The right ventricular lead was then capped and replaced on (B)(6) 2022. The patient was in stable condition.